Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal device poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. The second device successfully achieved hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.